Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the dermatome was running underpowered. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record identified no repairs related to the reported event. The motor speed was within specification. The calibration was out at all readings. The needle bearing, e ring, poppet, poppet spring, o-rings, swivel, ball bearings, and hinge throttle were replaced. It was noted that the unit was last returned for service in december 2017 and has not since been returned for annual preventative maintenace. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends